Event description:
It was reported that there were impedance readings of greater than 3,600 ohms on the left side. The right side was all in range. Only two electrodes were in range at the default settings and all others were greater than 3,600 ohms. The patient was programmed to the electrodes in range. It was reported that some position changes, the patient felt stimulation while sleeping but thought the implantable neurostimulator (ins) was turned off, and not feeling stimulation as well. This had been occurring for a while. The patient had a fall at (B)(6) 2014 but the changes into stimulation occurred prior to that event. When asked if changes were sudden or gradual the patient was unable to determine. The patient was not able to recall if stimulation changes occurred a year or two years prior. Longevity calculation was performed to estimate the ins battery life. The battery was at an amplitude of 2.83 volts at the time of the report. The patient was at higher settings but used it only 20 percent of the time. The following parameters were used: program 1: amplitude of 3.4 volts, rate of 40 hertz, pulse with of 390 microseconds, +4 -2; program 2: amplitude of 6.45 volts, rate of 40 hertz, pulse with of 390 microseconds, +2 -1. It was found that to elective replacement indicator (eri) would be 2.86 years, and to end of service (eos) would be 3.11 years. The event was not device related. The patient was not receiving bilateral coverage. They were only able to program one lead for therapy. No intervention was planned at that time but the patient was approaching eri. The patient demonstrated some confusion regarding the on and off positions of the device. The patient was retrained, and the patient¿s wife, on the patient programmer and verifying those positions. Nothing further at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).